Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead had high undefined impedance due to an apparent fracture. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.